Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was golfing then he began to feel lightheaded. His g5 application alarmed him for the low and he became concerned and called the paramedics. The patient treated himself with multiple sugary drinks. When the paramedics arrived, they evaluated the patient and monitored him for an hour and did not treat the patient with any medication. At the time of contact, the patient was at home resting. No additional patient or event information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. Additionally, it was determined via data that calibrations were entered during periods of rapid rate of change. The root cause was determined to be improper calibration during a rapid rise or fall.